Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. During the revision, the physician unscrewed the helix and repositioned. However, the physician then could not extend the helix. It was reported that the lead was turning inside the atrium. Another turning tool was used but also had the same results. No adverse patient effects were reported.